Manufacturer narrative:
(B)(4)

Event description:
Representative reports lead shock impedance is over 150 ohms. Noise is seen on the far field channel. Patient is wheelchair bound with disabilities and has had previous lead develop same symptomology requiring explant. Lead will be evaluated and remains implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.